Event description:
Prosthesis fractured, and was explanted and replaced on 10/29/96. The subject device was returned to co on 11/5/96 and subsequently analyzed. Analysis indicated that the flange of the prosthesis had been bent significantly. The screw holes were "extremely out of tolerance" for hole size, and burr marks were evident around the holes. The implanting surgeon had apparently used a "burr tool" to enlarge the screw holes prior to implant. The subject pt has a long history of tempormandibular joint problems and surgeries, including another co's device foreign body reaction to previous competitor's device. In this instance, the fracture was discovered by x-ray.